Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via psr (product surveillance registry) regarding a patient who was receiving an unknown drug via an implantable pump. Programming date from the most recent refill prior to event was (B)(6) 2010. Indication for use was non-malignant pain and failed back surgery syndrome. The date of the event was (B)(6) 2010. It was reported on (B)(6) 2010 the patient experienced a significant increase in pain. The event resulted in an unscheduled clinic or office visit. On (B)(6) 2010 the patient was examined and had pain in their low thoracic area, low back, right leg, and numbness and tingling in the right foot. The patient had a new area of numbness on the right foot. There was concern of a granuloma around the catheter tip. Magnetic resonance imaging (MRI) and x-ray were ordered, but never completed due to difficulty getting the MRI done. On (B)(6) 2010 the symptoms improved a great deal and the patient was feeling much better. The decision was made to forego the imaging. No action was taken. The outcome resolved without sequelae (B)(6) 2010. Etiology was unlikely related to the device or therapy and not related to the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.